Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Once a successful interrogation was performed, a message was displayed that indicated a possible device malfunction had occurred. The ICD was removed from its subcutaneous implant site in the pectoral region and replaced without incident.